Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, rewind and basic occlusion test. No motor error alarm was noted during testing. The pump was unable to prime during prime test due to moisture damage on the faulty force sensor system. The motor was tested outside of the device and passed. The pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The pump was unable to confirm excessive no delivery alarm due to prime/fill anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating motor error alarm and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 215 mg/dl. The customer stated that the numbers go up and down after set change. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer did not report motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer declined to troubleshoot for no delivery. The insulin pump will be returned for analysis.